Event description:
Dealer states customer broke the right latch housing, dealer does not know how he did it.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.